Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed full functional testing including charging the defib to 200 joules multiple times without duplicating the report. The device log shows no evidence of the report. The charges performed on the event date were within specification. There are no errors that would have prevented the device from charging. The battery used during the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed

Event description:
Complainant alleged that while attempting to monitor a (B)(6)-year-old male patient, the device took an extended time to charge energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.